Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the battery gauge was fluctuating and was depleting quickly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported adverse impact to the customers blood glucose level.